Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated from spanish to english: the customer stated : ¿please exchange the product to customer, 10 packs of 4ml tubes batch 9260566 exp date 01/31/2021. It's due to the filling level is not enough. It has been proofed with blood and water, where it is compared other tubes from other brands.¿.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and draw tested and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 1000 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated: ¿please exchange the product to customer, 10 packs of 4 ml tubes batch 9260566 exp date 01/31/2021. It's due to the filling level is not enough. It has been proofed with blood and water, where it is compared other tubes from other brands.¿